Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The blood glucose result was 586 mg/dl at 5:00 a.m. And 518 mg/dl at 6:15 a.m. On the patient's active meter before going to the hospital. The patient was diagnosed with diabetic ketoacidosis at the hospital. The patient was administered an insulin drip and unknown medicine for abdominal pain. The blood glucose results taken at the hospital were not provided. The patient was at the hospital from 7:00 a.m. To 12:00 p.m. The patient did not allege any leakage in the system or delivery inaccurate. The infusion device was requested to be returned for product evaluation.